Manufacturer narrative:
The device return is anticipated; however, at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that due to a difficult intubation they elected to switch to bronchial assist during the patient procedure using a glidescope bflex 5.0 single-use bronchoscope. During the intubation with bronchial assist, the image on the monitor screen froze. The anesthesia technician unplugged the bronchoscope, cut the power to the system, powered the system back on and plugged the bronchoscope back in. The error icon for no attached scope detected occurred and the bronchoscope would not resume functioning. The anesthesia technician obtained another glidescope bflex 5.0 single-use bronchoscope which worked like it was supposed to with zero problems. After the procedure, the anesthesia technician noted that the initial glidescope bflex 5.0 single-use bronchoscope appeared to have a loose connection. An unknown delay in the procedure occurred as a second glidescope bflex 5.0 single-use bronchoscope was obtained. No harm to the patient or user was reported.